Event description:
A surgeon reported a pt with a luxation following intraocular lens (iol) implant surgery. An iol rotation was performed in a secondary procedure. The pt had a history of renal insufficiency (pre-existing). No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No further info is expected. (B)(4).